Event description:
Since 2015, we have purchased numerous philips suresigns vs4 vital signs monitors. Each monitor comes with shock absorbing rubber feet on the bottom of the monitors. The shock absorbing rubber feet have been melting due high heat produced by the battery, thus becoming a glue-like substance that once it sticks to the floor or fingers, it's very hard to clean or peel off from the skin. We have purchased several batteries and replaced them, but the issue has not been resolved as it is continue to occur.